Event description:
It was reported that the burr was stuck with the rotawire. A 1.75mm rotalink burr and rotawire were selected for use. During the procedure, while advancing the burr, the burr was stuck with the wire. The procedure was completed using an alternative device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).